Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to faulty test port pins. It's important to note that this type of problem does not meet our requirements for submission of a medwatch report. It only impacts the self-test and would not prevent the device from discharging clinically. Analysis for reports of this type has not identified an increase in trend.